Event description:
Invalid result (s). The customer just purchased a flowflex test kit from the local pharmacy. The customer initially said that he performed the test correctly and did not get any results on the test cassette. I had the customer send a picture of the test cassette and it was showing positive for covid. I called the customer back and he said that when he opened the test caste package the red lines were visible next to the t-line and the c-line. I confirmed this with the customer he said the lines were visible before he performed the test.

Manufacturer narrative:
Final product manufacture and qc record for cov3060007. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The appearance of the retained samples was checked before the experiment and they were all normal. We have not found the complaint issue with the retention cassettes. Please see the (B)(4) attachment. The test results of retention samples from cov3060007 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report g6, "type of report" - follow-up #1 h2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result (s). The customer just purchased a flowflex test kit from the local pharmacy. The customer initially said that he performed the test correctly and did not get any results on the test cassette. I had the customer send a picture of the test cassette and it was showing positive for covid. I called the customer back and he said that when he opened the test caste package the red lines were visible next to the t-line and the c-line. I confirmed this with the customer he said the lines were visible before he performed the test.